Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event few scabbed areas (pt: injection site scab), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant, lot number a00059560, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No non-conformances were noted that would have contributed to this event.

Event description:
This MDR is related to MDR 3013840437-2022-00138, referring to the same patient. This case was linked to lssmv case number (B)(4) and (B)(4), referring to the same patient. This spontaneous report was received from a us nurse and concerns a male patient. He was injected with one syringe of radiesse(+), into both upper cheeks (off label use of device), on (B)(6) 2022. The patient was concomitantly injected with xeomin, on (B)(6) 2022.the injector was experienced. The patient was a regular and was previously injected with xeomin and radiesse(+), into both upper cheeks, several times with no issues. The patient was a pharmacist. He had covid a few weeks ago and possible shingles. In (B)(6) 2022, after the radiesse(+) injection, the patient experienced that his left cheek was red, swollen, sore to the touch and slightly numb. On (B)(6) 2022, the day after the injection, the patient reached out. The reporter checked in with him a day or so later, and he started a steroid and the symptoms started subsiding. The reporter was not sure if covid and possible shingles may have caused the reaction. Due to the provided information, the outcome of the events was considered as resolving. Follow-up information was received on 17-oct-2022: the case was upgraded to serious. The events bruise, raised bumps, blisters and few scabbed areas were added. The event term sore was amended to sore/pain/sensitive to touch, and the coding remained unchanged. The event term red was amended to red/erythema, and the coding remained unchanged. The event term swollen was amended to swollen/edema and recoded from injection site swelling to injection site edema. The patients age, date of birth and weight (85.27 kg) were provided. The patient was 57 years old at the time of the event. He was injected with radiesse(+), into the bilateral cheeks and nasolabial folds. Batch number was reported as a00059560. A lot search in the global safety database was conducted. The batch record review was received and the lot number for radiesse(+) was confirmed as a00059560 (expiry date: 05/2024). The patient was concomitantly injected with a total of 40 units of xeomin, into the bilateral crows feet, glabella and forehead. He had covid (approximately four weeks prior) and a history of cold sores. On (B)(6) 2022, in the evening, the reporter was contacted by the patient indicating his left lateral cheek area and jaw were swollen, sore to the touch, and felt like numbness did not wear off from topical cream or lidocaine. On (B)(6) 2022, the numbness was almost resolved. The cheek area was still swollen and there was pain with opening his mouth. On (B)(6) 2022, the numbness was gone, swelling continued, pain slightly improved and was still present when opening his mouth wide. There was a small bruise noted on the left lateral cheek. On (B)(6) 2022, the patient woke up with increased skin pain (needles sharp poking sensation), erythema (on the left lateral face from temple around the orbital ridge and extending almost to nasolabial fold and almost 1 inch above jawline), middle of left lateral face pustules, raised bumps and small blisters. His skin was extremely painful to touch (considered as severe) and with movement. On (B)(6) 2022, the patient started himself on medrol dose pak. A physician prescribed keflex 500mg, four times a day (qid) for 7 days, valtrex 500mg, twice a day (bid) for 10 days, bacitracin ointment twice a day (bid) for 7 days and to finish the medrol dose pak. At the time of this report, the events were resolving. On (B)(6) 2022, numbness, erythema, pustules and most of the edema were resolved. The patient continued to have pain when opening his mouth wide, a skin sensitive to touch and a few scabbed areas left. No relevant laboratory tests were performed. The outcome of the event red/erythema was reported as resolved (changed from resolving to resolved), in (B)(6) 2022. The outcome of the event numb was reported as resolved (changed from resolving to resolved), on (B)(6) 2022. The outcome of the events sore/pain/sensitive to touch and swollen/edema remained unchanged. The outcome of the events bruise, raised bumps, blisters and few scabbed areas was reported as resolving. In the opinion of the reporter, the events were not permanent, and treatment was necessary and appropriate for the patient to recover. As reported, it was possibly an unknown cause or exactly what it was appess as rd to be viral and bacterial in nature. In the reporters professional opinion, if the patient was not treated with antibiotics, antiviral, steroids and topical antibiotic ointment, the symptoms were going to progress and were able to create permanent scaring or nerve damage. It was the opinion of a dermatologist that the reporter consulted with as well. In the opinion of the reporter, it was uncertain if the events were related to radiesse(+). The patient had recent history of covid-19 and a history of cold sores, the only variables noted with his medical history. Due to the provided information, the reporters causality for the events red/erythema, numb, sore/pain/sensitive to touch and swollen/edema was changed from reasonable possibility to not assessable. Internal database correction was performed on (B)(6) 2022: the events swollen/oedema, numb, red/erythema, sore/pain/sensitive to touch, bruise, raised bumps, and blisters/pustules were deleted. The event suspected infection (serious) was added.

Event description:
This MDR is related to MDR 3013840437-2022-00138, referring to the same patient. Follow-up information was received on 02-nov-2022: the patients weight was correctly provided (85 kg). He was injected intramuscularly, with a total of(B)(4) units of xeomin, on 04-oct-2022. Batch number was reported as 107181 (expiry date: 10/2024). The patient was injected intramuscularly, with (B)(4) units of xeomin, approximately every 3 months. The patients past medical history included covid -19, from (B)(6) 2022. As reported, the reporter did not think that xeomin contributed to this patients situation. From (B)(6)-2022, the patient took orally keflex, prophylactic for infection. From (B)(6)-2022, he took valtrex tablet orally, as an antiviral treatment. The patient took medrol dose pack tablets orally, as indicated on the packaging and topical bacitracin for the face lesions. No biopsy was performed. The patient was not hospitalized. The outcome of the events was reported as resolved, on(B)(6) 2022 (changed from resolving). In the opinion of the reporter, the events were not life threatening.